Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was above 500 mg/dl and supply changes were performed to address bg and occlusions. No troubleshooting could be performed as the occlusion alarms occurred in the past.